Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed that there were poor contacts inside flexvision pc memory & grabber card. The fse reconnected the flexvision pc memory & grabber card properly and installed the program. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.